Manufacturer narrative:
G5: PMA/510(k)#: k222591) the information for the additional 510k is as follows: g4. PMA / 510(k)#: k222591. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported after using bd bactec¿ plus aerobic/f culture vials (plastic) a. Variabilis was isolated in one patient. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - catalog: 442023, batch no. 4319541. Customer reported no growth while using bactec product. Neither photos nor returned good samples were received. Bd was unable to reproduce customer¿s experience with the bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection. Also, gram stain was performed with satisfactory results. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Batch history records review did not identify any evidence for which the customer submitted the complaint. Complaint is unconfirmed based on retention samples and batch record review results. Quality control certificates list test organism, including atcc¿ culture specified in the clsi standard m22, quality control for commercially prepared microbiological culture media for expected atcc performance. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
Report 1 of 2. It was reported after using bd bactec¿ plus aerobic/f culture vials (plastic) a. Variabilis was isolated in one patient. No adverse impact was reported regarding the patient or user.